Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving higher readings from her adc freestyle libre sensor than readings received on the built-in meter. It was further reported that approximately 4-5 days prior to calling adc customer service on (B)(6) 2018 she received a scan result of 300 mg/dl which was compared to a capillary glucose test result of 46 mg/dl. Customer noted she was ¿pale¿ at the time and self-administered a glucagon injection. Customer also provided the following comparisons: sensor: 331 mg/dl vs meter: 225 mg/dl; sensor: 298 mg/dl vs meter: 154 mg/dl and sensor: 373 mg/dl vs meter: 272 mg/dl. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving higher readings from her adc freestyle libre sensor than readings received on the built-in meter. It was further reported that approximately 4-5 days prior to calling adc customer service on may 7, 2018 she received a scan result of 300 mg/dl which was compared to a capillary glucose test result of 46 mg/dl. Customer noted she was ¿pale¿ at the time and self-administered a glucagon injection. Customer also provided the following comparisons: sensor: 331 mg/dl vs meter: 225 mg/dl; sensor: 298 mg/dl vs meter: 154 mg/dl and sensor: 373 mg/dl vs meter: 272 mg/dl. No additional treatment was required. There was no report of death or permanent injury associated with this event.